Event description:
It was reported that the patient had an infection. One device was explanted. The infection cleared over 12 weeks and a different ins was implanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 3387s-40, lot# v727699, implanted: (B)(6) 2011, explanted: unk; extension: model 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012; extension: model 7482a51, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk; programmer: model 37642, serial# (B)(4).

Event description:
Additional information received reported that the infection was reported to the hcp on (B)(6) 2012. On (B)(6) the extension was removed due to pain, redness, swelling and granulation tissue. Nine days later the lead and ins were removed. The system was removed without complication and the infection was treated with antibiotics. The patient did not sustain any injury due to the infection and was doing well with no signs of recurrent infection after re-implant.

Manufacturer narrative:
Lead model 3387s-40, lot# v727699, implanted: 2011 (B)(6), explanted: 2012 (B)(6), extension model 37085-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6). (B)(4).